Manufacturer narrative:
UDI and date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer will not power on there has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: d4. UDI, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6) one device was received. No physical damage on the device was observed. Per functional testing, the complaint was not confirmed. The device powered on properly when turned on; however, the water pump was not recirculating water and the power cord failed the electrical safety test. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced line cord, due to it failed electrical test. Replaced pump, o-ring, and reservoir gasket for preventative maintenance (pm). The device passed all functional and delivery tests.